Event description:
During a routine follow-up, the physician was unable to interrogate the device. Numerous attempts were made to establish communication but none were successful. The decision was made to explant the device.